Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a lowest continuous glucose monitor reading of 44 mg/dl lasting approximately 30 minutes, self-treated with oral glucose in the form of orange juice, and was in range at the time of contact; the user was unsure of the cause and requested clinical support to review potential pump adjustments, and no device alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included user self-treatment without emergency care or hospitalization. Investigation included troubleshooting and education, with the call transferred to clinical support for review. Investigation of this case revealed an event consistent with hypoglycemia of unclear cause, with no reported device alarms or functional malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.